Manufacturer narrative:
(B)(4). If additional relevant information is received, a supplemental medwatch will be filed.

Event description:
It was reported a patient experienced and was hospitalized for peritonitis coincident with peritoneal dialysis (pd) therapy. The cause of the peritonitis was unknown. Treatment was not reported. The patient had not recovered from the event at the time of this report. No additional information is available.

Manufacturer narrative:
(B)(4). Upon follow up it was reported that the patient discontinued therapy. The patient's catheter was removed and hemodialysis was initiated. The patient was treated with unspecified antibiotics and was recovering from the peritonitis. Should additional relevant information become available, a follow-up report will be submitted.